Manufacturer narrative:
(B)(4)

Event description:
Physician was attempting to treat a severely calcified, severely tortuous lesion with 100% stenosis in the anterior tibial artery (ata) using amphirion deep balloon catheter. There was an existing stent proximal to the lesion. A 6 fr sheath was advanced through the ipsilateral side to approach the anterior tibial artery. After the 0.014¿ guide wire crossed the lesion, the device was used for pre-dilation. Noting a resistance possibly due to the sharp curve at the ostium of ata, the physician tried to retract the relevant device, during which the balloon and the shaft were torn apart. No debris remain inside the patient¿s body as they were collected using a snare. The procedure was completed with a delay of over 30 minutes. The physician commented as follows: ¿the device was torn apart as it was retracted in haste. I should have removed it more slowly.¿ yet, the sales rep thinks the event was inevitable because the lesion was severely calcified and tortuous. The physician noted a resistance as he dilated the lesion several times using the relevant device. Thus he decided to replace the relevant device with a competitor's balloon catheter with a shorter size, and then the relevant device was torn when it was being removed. After removing the relevant device out of the patient's body, the procedure was continued using another balloon catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.